Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead has a ring conductor fracture. Additional information from the field representative indicates that the lead fracture was confirmed by impedance issues and in-clinic evaluation. Also, the chest x-ray did not show any visible fracture, so the precise location of the damage is unclear at this time. The device was reprogramed from bipolar to unipolar, therefore, this lead remains in service. There are no other actions planned at this point for this lead. No adverse patient effects.